Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on both the right atrial (ra) and the right ventricular (rv) channels. The noise on the rv lead appeared to be consistent with the minute ventilation signal. The noise on the ra lead appeared to be due to a lead integrity issue. The minute ventilation signal was programmed off and no further noise was observed on the rv lead. The make of the ra and rv leads is unknown. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that turning off the minute ventilation signal also inhibited the noise on the ra channel.